Event description:
Additional information received indicated that medication changes were made.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) contributed to worsening chronic heart failure symptoms. No intervention was performed. Additional information was requested and not received. The patient's condition was unknown.